Event description:
Pt reported being hospitalized from (B)(6) 2024 with a line infection, central line was replaced and no issues with new site. Unknown if md is aware. No further information, details or dates available. Reported to (B)(6) by: patient/caregiver.